Event description:
It was reported that this system exhibited pacing impedance measurements greater than 3000 ohms on the right ventricular (rv) channel. The patient was brought into the clinic for testing and normal measurements were observed. No adverse patient effects were reported. It was reported that this system has continued to exhibit jumpy pacing impedance measurements which have exceeded 3000 ohms on the right ventricular (rv) channel. Threshold measurements have also increased. A boston scientific technical services consultant documented and discussed the reported clinical observations. The consultant discussed the option of programming respiratory related trends off. It was noted that the associated rv lead is manufactured by a competitor. No adverse patient effects were reported. It was reported that this system continued to exhibit out of range pacing impedance measurements and elevated thresholds on the rv channel. Additionally, intermittent loss of capture was observed. Sensing is still appropriate and there was no noise or oversensing. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this system has continued to exhibit jumpy pacing impedance measurements which have exceeded 3000 ohms on the right ventricular (rv) channel. Threshold measurements have also increased. A boston scientific technical services consultant documented and discussed the reported clinical observations. The consultant discussed the option of programming respiratory related trends off. It was noted that the associated rv lead is manufactured by a competitor. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited pacing impedance measurements greater than 3000 ohms on the right ventricular (rv) channel. The patient was brought into the clinic for testing and normal measurements were observed. No adverse patient effects were reported. It was reported that this system has continued to exhibit jumpy pacing impedance measurements which have exceeded 3000 ohms on the right ventricular (rv) channel. Threshold measurements have also increased. A boston scientific technical services consultant documented and discussed the reported clinical observations. The consultant discussed the option of programming respiratory related trends off. It was noted that the associated rv lead is manufactured by a competitor. No adverse patient effects were reported. It was reported that this system continued to exhibit out of range pacing impedance measurements and elevated thresholds on the rv channel. Additionally, intermittent loss of capture was observed. Sensing is still appropriate and there was no noise or oversensing. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported. Additional information was received detailing that noise and oversensing was observed which led to an inappropriate shock being delivered. It was suspected that this was due to electromagnetic interference (emi). No changes have been performed this device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited pacing impedance measurements greater than 3000 ohms on the right ventricular (rv) channel. The patient was brought into the clinic for testing and normal measurements were observed. No adverse patient effects were reported.